Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended and cannula through shield and the 2nd related complaint for needle bent on lot # 9077897. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9077897 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200813704, 200813337] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe needle shield was hard to remove and needles were bent. This occurred on 20 occasions during use. The following information was provided by the initial reporter: material no: 328291 batch no: 9077897. It was reported hard to remove needle shield and when he opened it needles were bent. 1 needle bent thru the needle shield. No injury. Verbatim: the pharmacist called on behalf of a consumer regarding complaint, she did the conference call and spoke to the consumer directly regarding issue. Issue: consumer reported hard to remove needle shield and when he opened it needles were bent sometime last week. Consumer uses new syringes for his injection. Advised to save the sample if re-occurrence. Offered to send the voucher to redeem at the local pharmacy.